Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prescription patches for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.